Manufacturer narrative:
The model number information was not reported or not known by the reporter hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/marketing this model. Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
They should know about another jada has perforated a uterus [uterine perforation]. Case narrative: this spontaneous report originating from united states was received from a consumer referring to a female patient of unknown age. The patient's medical history, drug reactions or allergies, concurrent conditions and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with the vacuum-induced hemorrhage control system (jada system) 2002 via vaginal route (defaulted) (strength, dose, frequency, lot/batch# number and expiration date were not reported) for an unknown indication. It was reported that, they should know about another vacuum-induced hemorrhage control system (jada system) has perforated a uterus (uterine perforation). She heard this before that a vacuum-induced hemorrhage control system (jada system) caused a perforated uterus. The outcome of uterine perforation was unknown. The reporter considered uterine perforation to be related to vacuum-induced hemorrhage control system (jada system). Upon internal review, the event uterine perforation was determined to be medically significant. This is one of several reports received from the same reporter. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.